Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 221278369 was returned and analyzed. Visual inspection showed the mapping catheter was inserted into the afapro28 balloon catheter with lot number 13901 and was stuck. The mapping catheter was unable to be extracted from the balloon catheter. Visual inspection of the mapping catheter loop and immediate proximal portion of the shaft showed the pebax between the loop was ribbed. X-ray imaging showed the loop of the mapping catheter was damaged and the electrocardiogram wire inside the loop was broken. Visual inspection showed the pebax at the immediate proximal portion from the loop was damaged. The damage was similar to what would be the result of an excessive tangential force to retract while the shaft was stuck. Electrodes were displaced but there was no missing part of the mapping catheter. The overlap joint diameter of 0.039" was below the maximum diameter of 0.043". The mapping catheter damage might have resulted while retracting the mapping catheter from the balloon catheter. Difficulty inserting the mapping catheter might be due to the kinked guide wire lumen of the balloon catheter. In conc lusion, the reported tip/loop damage was confirmed. The mapping catheter failed the returned product inspection due to damaged pebax material on the shaft. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: photos of the mapping catheter 990063-020 with lot number 221278369 were returned and analyzed. The photo showed that the catheter tip loop was damaged with ribbed pebax. In conclusion, the reported tip loop damage was confirmed through analysis. The physical product has been returned and analysis of the physical product will be conducted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, the mapping catheter displayed loop damage and blood was seen in the balloon. The mapping catheter and balloon catheter were both replaced which resolved the issue. The case was completed with cryo. No patient complications have been reported as a result of this event.